Manufacturer narrative:
A ge representative evaluated the system and tightened the collimator iris clutch, replaced the workstation and tech processor batteries, and reseated workstation circuit boards. System operates as intended.

Event description:
The customer reported the system intermittently will not boot up or will display a collimator error. No pt injury was reported.